Event description:
It was reported that the tenaculum forceps instrument was not recognized by the system. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, recognition testing was performed. The instrument was successfully recognized by the system and moved intuitively with full range of motion in all directions. The customer reported failure mode could not be duplicated. Engineering also observed that the distal end of the main tube has a couple of deep scratches with material removed. The scratches are not aligned with the tube axis, suggesting that they may have been caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.